Manufacturer narrative:
.

Event description:
The rptr stated the surgeon inserted an aa203tl toric silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was inserted, but this lens tore also - see MFR report # 2023826-2008-00579. A third lens was implanted with no problem. The rptr stated the cause of the torn lens was due to the injector having been used too many times.